Manufacturer narrative:
(B)(4). The lot number was not provided by the customer; therefore, a device history record review was performed using a potential lot number pulled from the customer's sales history. No relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that there was a problem flushing the catheter a day after insertion. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned a used portion of a PICC catheter body. The catheter had been cut at the 2 cm and 44 cm marks. Bulged areas were identified at the 22 cm and 23 cm marks, indicating these areas were over pressurized. When these areas were sectioned dried blood and a white powder (assumed to be a dried medication) were found. The returned catheter portion was measured to be 42.5 cm in length. A wire was passed through the catheter and a blockage was found near the bulged areas. The wire was withdrawn and the catheter body was sectioned. A lot number was not provided; therefore, a device history record (DHR) review was performed using a potential lot number pulled sales history of the customer. No relevant findings were identified. The instructions for use (IFU) that are packaged with this product suggested guidelines and techniques for maintaining catheter patency, such as intermittent flushing with heparinized saline or preservative free 0.9% sodium chloride, using a continuous drip, or a positive or neutral pressure device. The customer reported issue of the catheter being blocked was confirmed during the sample investigation. The catheter was found to be blocked by dried blood and medication. The probable cause of this issue is operational context.

Event description:
The customer alleges that there was a problem flushing the catheter a day after insertion. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Potential lot# 13f16a0059.

Event description:
The customer alleges that there was a problem flushing the catheter a day after insertion. No patient injury or consequence.